Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings:a review of the black box indicated reboots had occurred. Visual inspection revealed that the battery compartment was cracked in two places and the battery cap threads were stripped. The battery cap was unable to maintain electrical connection; power loss and reboots were duplicated. A test battery cap was able to secure to the pump and was used to complete investigation. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no further power issues occurring. Unrelated to the original complaint, investigation revealed that the bolus button was missing and the cartridge compartment was chipped. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that there was no damage to the pump casing or to the battery cap and that the battery cap was able to secure properly to the pump. During troubleshooting, the reporter was advised to change the battery to one from a new pack, and the pump reportedly powered on appropriately. This complaint is being reported because a cause for the initial power loss could not be determined at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.